Event description:
It was reported that pump screen was not functioning. There was no reported adverse impact on the customer's blood glucose level. Customer declined troubleshooting, and no further action was taken by technical support.